Event description:
It was reported that the doctor was performing a laparoscopic sleeve gastrectomy procedure and used an echelon to perform the procedure. For the first firing the doctor selected a green cartridge for the antrum of the stomach. For the second firing the doctor selected a gold cartridge. Both firing cycles were completed very smoothly without any problem. All the staples were formed very well and the staple line looked very good. After firing the doctor returned the stapler to the or-nurse. When the or-nurse tried to unload the used gold cartridge, the used cartridge cracked in half. The metal part of the cartridge was stuck in the jaw of the echelon straight. The doctor decided to open a new echelon straight 60 and finished the procedure without any further problems. The doctor opened up a new echelon and finished the procedure without any further problem. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Cartridge pan dislodged and damaged shrouds. The analysis results found that an ec60 device was received with a pan lodged in the channel and with a reload present. The reload was received fully fired. In addition, the reload was broken in half. The device had the clamping mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the right and left shroud retention boss's were noted to be damaged. This evidence is consistent with excessive load applied to the closing and firing triggers; the shaft is retained in the shrouds by the two boss's. The knife can de restrained from advancing by excessive tissue thickness and firing across hard objects. While no conclusion could be reached on how the damage to the cartridge and device occurred, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.